Manufacturer narrative:
A ge oec svc rep investigated the issue and could not duplicate the malfunctions. Imaging quality was within system specs. The sys was tested and found to be operating as intended. The sys was released to the customer for use. The facility was unable to, or would not provide any pt info with respect to this issue. No negative pt effect was reported because of this malfunction.

Event description:
The ge oec uroview fluoroscopy sys had reported image quality issues during a procedure and reported cross table movement failure.